Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown cause. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that there was tissue in the helix. The lead is not available for evaluation.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown cause. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.